Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector and main body of two (2) peritoneal dialysis (pd) transfer sets. This occurred during an unspecified process step of peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not available; however, two photograph and a video of the sample were provided for evaluation. A visual inspection with the naked eye noted the female connector separated from the main body and twist clamp. The reported condition was verified. The cause of the condition is related to inadequate solvent application during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.